Manufacturer narrative:
Device available for evaluation: not yet received, not yet evaluated.the device has not yet been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.(B)(4).

Event description:
It was reported to boston scientific corporation that a gemini retrieval basket was used in a procedure on (B)(6) 2011. The patient identifier, age, date of birth, sex and weight are all unknown.according to the complainant, the basket detached from the device during the procedure while inside the patient. It is unknown if there was a laser being used during the procedure or if the device was tested before use. The basket was successfully retrieved from the patient by forceps and the procedure was completed with other of the same device.there were no patient complications as a result of this event and the patient's condition post procedure was fine.

Event description:
It was reported to boston scientific corporation that a gemini retrieval basket was used in a procedure on (B)(6) 2011. The patient identifier, age, date of birth, sex and weight are all unknown. According to the complainant, the basket detached from the device during the procedure while inside the patient. It is unknown if there was a laser being used during the procedure or if the device was tested before use. The basket was successfully retrieved from the patient by forceps and the procedure was completed with other of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Manufacturer narrative:
Analysis of the returned gemini retrieval basket revealed there was no residue present on the device. Visual analysis revealed the basket was detached from the wire sub-assembly in the middle of the splice cannula for a length of 11.6cm, with a slight bend on its distal side. Further examination noted kinks approximately 7.7cm and 15.7cm from the distal end of the outer sheath. When the handle was placed in the closed position, the kink at 15.7cm coincided with the distal end of the broken wire sub-assembly that remained attached to the handle. The basket and all basket wires were present with no basket wires broken. The basket was slightly bent and there was a torque mark present on the handle cap to indicate the application of the torquing process. A functional evaluation was performed and the handle actuated smoothly with the wire sub-assembly moving freely within the outer sheath. The handle cap was removed and the cap was tight. The proximal end of the handle cannula was flush with the proximal end of the pinch vise, which meets specification. The luer and outer sheath were removed from the handle and the wire sub-assembly was bent approximately 16.5cm from the broken distal end and at the distal end of the handle cannula. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. As it was not possible to determine the amount of force that was exerted on the wire sub-assembly to cause it to break, the most probable root cause for this complaint is undeterminable.